Manufacturer narrative:
Initially it was reported that the unit displays head error. New information received on 2020-04-22 from technician that the rotaflow drive had to be sent back to germany under (B)(4). The (B)(4) belongs to our complaint#: (B)(4). Due to this information this complaint is closed as a double entry to complaint#: (B)(4). All further investigation steps were handled in complaint#: (B)(4). The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The ocurrance rate related to the reported issue is currently being monitored as part of maquet cardiopumonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending. H3 other text : 3221.

Event description:
Complaintnumber: (B)(4).

Event description:
Unit displays head error. No harm to patient was reported. Currently no more details provided. (B)(4).